Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that pump displayed an error code. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had syringe port damaged on rear housing. The customer stated problem was not duplicated. Re-installed the software and replaced the rear housing. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device., corrected data: d4: correction: model number: 7400 h4: correction: device manufacturing date: 20-jan-2017.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 6-jun-2022 via email and attached to complaint object: patient details updated. Patient not able to switch to backup pump.